Event description:
Affiliate reported that the pt had the drain in place for just over 2 weeks. The day of the incident, the pt had been monitored and everything was fine. Later that afternoon, the nurse noticed that the tubing had snapped off from the needle free port. The system was removed and a new one connected up. It was reported that leakage was not noticed and that the catheter was clamped in place while the sys was changed. Although there was no apparent harm to the pt and leakage was not noticed a report is being filed as a conservative measure.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.